Event description:
When the physician was advancing the stent delivery system (sds) toward the lesion, he notice that the stent was partially exposed and about to deploy before it reached its intended location. The locking pin was always in place. The pt was a 76 yr-old female. The target lesion was the superficial femoral artery. There was heavy calcification, moderate vessel tortuosity and 90% stenosis. The sds was withdrawn, and another smart control (cat. Or lot unk) was used. The procedure was successfully completed and the pt is in stable condition. Please note that add'l info has been requested and when rec'd will be sent within 30 days upon receipt.

Manufacturer narrative:
The prod is available for eval and testing; however it has not been rec'd to date (which is indicated. Add'l info will be submitted within 30 days of receipt.